Event description:
This report summarizes 12 malfunction events, where it was reported the devices experienced unintended direction of the zoom, unintended motion and unintended excessive speed of the zoom. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 12 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
Two devices that were evaluated, after further review, it was determined the device experienced no zoom power/drive function which is not reportable. Because of this, the number of reported events has been changed from 12 to 10.

Event description:
This report summarizes 10 malfunction events, where it was reported the devices experienced unintended direction of the zoom, unintended motion and unintended excessive speed of the zoom. There was no patient involvement.